Manufacturer narrative:
Correction; initial filed in error, no reported event of heat.

Event description:
It was reported the device overheated during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported the device overheated during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.